Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the monopolar curved scissors (mcs) instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. An event verification confirmed the procedure was performed on the reported event date. A review of the log showed the mcs instrument (part# 470179-19 / lot# n11210615-0334) was last used on (B)(6) 2022 during this reported procedure with system sk3355. The mcs instrument had 3 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the mcs instrument. Images of the mcs instrument related to this event were received. A review of the submitted images was performed by an isi failure analysis engineer. The following additional information was provided: it looks like the conductor wire is completely broken. This complaint is being reported due to the following conclusion: an mcs instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer discovered that the monopolar curved scissors (mcs) instrument cable was damaged. The customer replaced the mcs instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 22-june-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The surgeon was moving the instrument without touching any tissue at the time of the event. No arcing and instrument collision were observed during the procedure. No evidence of thermal damage was identified on the instrument. It was confirmed there was no patient harm, injury or adverse outcome. A video recording of the procedure is not available, but images of the instrument damage were provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The root cause of the ¿broken - distal instrument grip cables¿ is attributed to a component failure.